Manufacturer narrative:
Device-a d6: info not available, device not returned for analysis.

Event description:
It was reported the devices were used during a thoracoscopy procedure. It was reported by the affiliate that the devices did not cut or staple. There was no patient consequence.